Manufacturer narrative:
Additional information: a potential lot number was reported. D.4. Medical device lot #: 8239999. D.4. Medical device expiration date: 7/31/2023. H.4. Device manufacture date: 8/27/2018. H.6. Investigation summary: six 3ml integra syringes were received and evaluated. Four were received in fully sealed blister packs from batch 8239999 (p/n 305272). One was in an opened blister pack with the same batch and part number. One was loose ina biohazard bag with approximately 0.1ml of fluid inside and the retraction mechanism was activated. All the received syringes were disassembled and visually inspected with no defects observed. The four syringes in fully sealed packages were tested for leakage at the connection with no defects were observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle leaked during use. The following information was provided by the initial reporter: material no: 305272 batch no: unknown. It was reported that the facility encountered an issue with the integra syringe. Voicemail was left 09/12 at 0911 stating that the customer had an issue with an integra syringe. Requested that a canister be sent to return product. Customer stated that lot numbers were pulled from stock, but unsure of which lot encountered the issue. Customer stated that if email address is provided that she will email the information. Per e-mail 09/16/2019: on sunday, 9/8/2019 at approx. 4:30pm, one of our nurses was administering im thorazine, after drawing it up with a filter needle from an ampule, and changing over to a 3ml 22g x 1 ½. She reported that the medication ¿went all over, and came out both ends¿, from the needle/syringe connection, and out of the end of the syringe. It was unclear if any of the medication actually was administered to the patient, so the medication was re-dosed. Unfortunately she did not save the original wrapper, but a syringe was taken from the same drawer, and left for me to return to be tested.

Manufacturer narrative:
The following fields have been updated with corrections: medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle leaked during use. The following information was provided by the initial reporter: material no: 305272, batch no: unknown. It was reported that the facility encountered an issue with the integra syringe. Voicemail was left 09/12 at 0911 stating that the customer had an issue with an integra syringe. Requested that a canister be sent to return product. Customer stated that lot numbers were pulled from stock, but unsure of which lot encountered the issue. Customer stated that if email address is provided that she will email the information. Per e-mail 09/16/19: on sunday, (B)(6) 2019 at approx. 4:30pm, one of our nurses was administering im thorazine, after drawing it up with a filter needle from an ampule, and changing over to a 3ml 22g x 1 ½. She reported that the medication ¿went all over, and came out both ends¿, from the needle/syringe connection, and out of the end of the syringe. It was unclear if any of the medication actually was administered to the patient, so the medication was re-dosed. Unfortunately she did not save the original wrapper, but a syringe was taken from the same drawer, and left for me to return to be tested.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle leaked during use. The following information was provided by the initial reporter: material no: 305272 batch no: unknown. It was reported that the facility encountered an issue with the integra syringe. Voicemail was left 09/12 at 0911 stating that the customer had an issue with an integra syringe. Requested that a canister be sent to return product. Customer stated that lot numbers were pulled from stock, but unsure of which lot encountered the issue. Customer stated that if email address is provided that she will email the information. Per e-mail 09/16/2019: on sunday, (B)(6) 2019 at approx. 4:30pm, one of our nurses was administering im thorazine, after drawing it up with a filter needle from an ampule, and changing over to a 3ml 22g x 1 ½. She reported that the medication ¿went all over, and came out both ends¿, from the needle/syringe connection, and out of the end of the syringe. It was unclear if any of the medication actually was administered to the patient, so the medication was re-dosed. Unfortunately she did not save the original wrapper, but a syringe was taken from the same drawer, and left for me to return to be tested.